Event description:
Information received indicates the power cord has no ground reading. Loss of ground.

Manufacturer narrative:
The technician found the ground wire was broken from the wire lug. The technician replaced the ac power cord plug to repair the bed.